Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sesr01 implantable pacemaker (B)(6) 2008. (B)(4).

Event description:
It was reported that the ventricular undersensing was seen on the patient's transmissions. But when brought into the office, the rwaves measured ok at 11-15 mv by the sensing test. The right ventricular (rv) lead sensitivity was reprogrammed and the undersensing was still seen on the patient's transmissions. The rv lead remains in use. No patient complications have been reported as a result of this event.